Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system (sds) was not returned for analysis which may have aided in the investigation and determination of cause. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for stent dislodgements. There is no indication of a product quality deficiency. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. A conclusive cause for the reported stent dislodgement could not be determined.

Event description:
It was reported that the patient presented with acute coronary syndrome, diagnosed as a myocardial infarction (mi) and heart failure (ejection fraction 15%). Cardiac catheterization was performed and the proximal left anterior descending artery just distal to the ostium was thrombosed and diseased. The plan was to treat the lesion, then insert an intra-aortic balloon pump. Thrombectomy with a pronto aspiration catheter was performed and a 4.5x13mm ultra rx was advanced to the lesion. As the stent was being positioned in the lesion, the stent dislodged from the balloon onto the bmw wire. The stent delivery system was removed and a 4.0x15mm rx trek was advanced to the dislodged stent, but was unable to get through the stent. The rx trek was removed and a 2.5x12mm rx trek was advanced to the stent and successfully into the stent. The balloon was inflated to 16 atmospheres (atm) successfully deploying the stent. The 4.0x15mm trek balloon post dilated the stent at 14 atm. The stent fully covered the lesion, but extended proximally into the left main artery. An intra-aortic balloon pump was inserted, stabilizing the patient. The patient was then transferred awake and alert to the intensive care unit. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.